Manufacturer narrative:
The reported event was confirmed during the device evaluation. The root cause for the reported condition is user related.

Event description:
The user facility reported that the device's battery pack was hot after a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device's battery pack was hot after a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.